Event description:
It was reported that the buttons on the customer's insulin pump were not working and all of the settings had been wiped out. The insulin pump may have been exposed to perspiration and had previously been dropped in the bath. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on up arrow button, due to corroded keypad traces. No unexpected reset noted. The device passed the unexpected restart error test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. No moisture damage was noted on electronic assembly or on motor.